Event description:
The pump had never helped with the pt's pain. The "pa" told the pt that the pump was fine; the doctor said that it was not fine. Surgery to replace the catheter was called off due to uti. Additional info has been requested, a follow-up report will be sent if additional info becomes available.